Event description:
Boston scientific received information that this patient was undergoing a routine generator change out. During the procedure, the right ventricular (rv) lead was attempted to be removed from the header of the device. The lead was stuck in the header. Eventually the lead was able to be removed to the header but sustained damage. The lead was surgically abandoned and replaced while the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.